Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden rise in thresholds and chronically low r waves were noted on the right ventricular (rv) lead during a pre magnetic resonance imaging (MRI) check. The lead remains in use. No patient complications have been reported as a result of this event.